Event description:
It was reported to medtronic minimed that the customer experienced blood that was significantly visible in the plastic base of the sensor. Customer received a change sensor alert. The customer reported the differences in the sensor glucose vs blood glucose values. The event involved product(s) mmt-7040c4. Troubleshooting was performed for the change sensor alert and the customer was unable to run a transmitter test and/or test passed. Troubleshooting was performed for sensor glucose vs blood glucose reading difference and the sensor glucose was¿2.8mmol/l, and the blood glucose value was 6.2 mmol/l which was outside of the acceptable range. The sensor glucose and blood glucose difference is 3.4 mmol/l. The difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Instructed customer that non-serialized product will be replaced. No further patient complications were reported. No product return is required for mmt-7040c4.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.